Event description:
It was reported that, "constrained liner disassociated from trident psl cup and had to be explanted."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.